Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colon, the balloon physically broke and did not inflate. They used another port to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two device. The visual inspection noted that the trocar balloon was cut on one of the devices. The other device appeared intact. The locking collars, valve doors and obturators appeared intact. The inflation syringes were received. A functional evaluation found that the condition of the device with the cut in the balloon precludes functional testing. The other device had the balloon inflated, no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. Replication of the broken balloon may occur when mishandled during clinical application. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.